Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, while firing the pvs on a vessel, the device only partially fired. The surgeon did not feel safe to use reverse on a partially transacted vessel. They were able to do firings on either side of the first stapler using another new pvs. The original one was removed and it was determined that the cartridge was not loaded properly and had been pushed distally in the channel. Surgery was successfully completed with the new device. No fragments were generated and no other medical intervention was required. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/1/2020. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.